Event description:
The customer aborted a procedure after having difficulty attaching the distal cover to the endoscope three times. The customer also stated the first distal cover was not on correctly and it interfering with the accessories used during the case. A portion of the cap was was visible on the monitor. The endoscope was removed from the patient and the staff attempted to attach a new distal cover and encountered issues with all three caps. The customer also stated the patient had difficult anatomy to navigate. The customer stated there the forceps elevator could not be elevated. The olympus ess inspected the device and identified no issues. An in-service was provided on properly attaching the distal covers to the endoscope. This event includes 4 reports: (B)(6): tjf-q190v, (B)(4), (B)(6): maj-2315, (B)(6): maj-2315, (B)(6): maj-2315. This report is 1 of 4 for (B)(6): tjf-q190v, (B)(4).

Event description:
This report is being submitted to correct the f10 medical device problem code reported on the initial.